Event description:
The customer reported a low vacuum error message and observed blood on the sample cap of specimen tubes and blood in the needle bellows on their beckman coulter coulter lh 750 hematology analyzer. The spill was contained within the instrument. The sample tubes contains blood product and the needle bellows contains blood product, diluent, clenz and control products. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The facility does have a risk management / exposure control plan is in place. On the day of the event, (B)(6) 2012, a field service engineer (fse) was dispatched and found the waste chamber broken, which he and verified instrument operations. The root cause of the failure was attributed to a broken waste chamber.

Manufacturer narrative:
(B)(4).